Manufacturer narrative:
H3, h6) a clinical analysis was conducted and analysis concluded that the cause of the deviations experienced was most likely related to a platform shift. However, a patient shift and/or a possibility for soft-tissue pressure cannot be ruled out. The log files show no indication of excessive force applied to the surgical arm. Codes b01, c13, and d11 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after inserting a screw using modulex, the system said the insertion was good, but in reality, the screw were not fully seated. This happened with four screws out of six. The surgeon thought navigation was inaccurate and ended up aborting the case. The manufacturer representative did not have an opinion as to the accuracy of the screw, but the surgeon used the passive planar probe to check for accuracy on the spinous process, and it looked to be accurate. The surgeon performed a fluoro scan of the patient to review the first four screws, and the surgeon thought the screws looked off. Trajectories were deviated less than 3.5 millimeters the surgeon aborted use of the guidance system, removed the inserted screws, and reinserted them by hand. The scope of the case was from t11 to l1. There was no patient harm and the procedure was delayed by 15 minutes.